Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that an alarm sounded from the pump and the nurse noticed a bolus of fluid " ballooned " in the pumping segment of the tubing when tacrolimus was infusing. There was no patient harm.

Manufacturer narrative:
The customer's report of a balloon at the pump segment was confirmed. Visual inspection showed a bulge on the silicone segment directly below the upper fitment. Further inspection showed blue residue along the threads of both smartsite valves which is a likely indication that each had a mating component previously attached. Functional testing was unable to replicate bulging on the silicone segment. The root cause was not identified.